Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
Related manufacturer reference number: 1627487-2021-15298. It was reported that the patient was not getting adequate therapy due to lead migration. As a result, the lead was repositioned on (B)(6) 2021. The patient has effective therapy post operatively. It is unknown which lead migrated, so both are being reported.